Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a cryo atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. After the cavotricuspid isthmus (cti) line for right atrial flutter was completed, during final testing, the patient became unstable. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was anti-coagulated with heparin at the time of the adverse event. The activated clotting time (act) is unknown. Patient was reversed per hospital protocol. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. It is not known at this time if a bwi product is responsible for the injury seen. The stsf catheter was in use prior to the adverse event. Thirty five watts of power was administered to create the cti line.

Manufacturer narrative:
It was reported that a female patient underwent a cryo atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received on 11/25/2018 indicating the adverse event was discovered after the use of bwi products. The patient required extended hospitalization of one additional day at the hospital. Physician stated that the adverse event could have occurred at any point during the procedure and was unclear of the cause. Patient outcome was fully recovered with no residual effects. Two transseptal punctures were performed. No product details were provided. During the procedure, the physician performed an initial transseptal, introduced the pentaray and began to map. A computed tomography (CT) merge was performed to get a general idea of the anatomy. During the left atrial mapping, it was noticed that the map being created was not a left atrial map. At some point during the case, the first transseptal was lost. The pentaray was never introduced to the left side. A right atrial map was made, as it was thought they were in the left side. After realizing a right atrial map was made, the physician performed a second transseptal and correctly mapped the left atrium. At one point during the cavo tricuspid isthmus (cti) ablation, a high force reading was observed and declared. Ablation was then stopped. Parameters at the time of injury were set to time of 999 and power was at 35w. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The bwi failure analysis lab received the device for evaluation on 12/13/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Patient gender of female was received. Sex of this report was updated with female. Concomitant products: carto® 3 system (model# fg-5400-00c, serial# unknown). Pentaray (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a cryo atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed 1/10/2019. The device was visually inspected and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection testing was performed and it was found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).